Event description:
The patient reported that in 2002, his morphine pump failed. The patient reported "16 months of hell." Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8703w, lot # 8703w, implanted on: (B)(6) 1996, explanted on: unknown.